Event description:
It was reported that a spectrum pump failed downstream occlusion 3 times (21.32, 19.98, 21.35). The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition could not be verified as evaluation did not properly assess for the reported condition 'failed downstream occlusion 3 times (21.32, 19.98, 21.35)'. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.